Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced that infusion sets was failing to take off the needle guard and the adhesive paper backing on (B)(6) 2024. The patient changed supplies and resumed insulin delivery. No further information was available.

Manufacturer narrative:
Initial and final MDR (B)(4)-device 1 of 2. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the omqr procedure.